Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 120 units of insulin. There was no impact to the customer¿s blood glucose level. Reportedly, the load process was completed successfully to address the issue.